Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was down to 400 mg/dl, 312 mg/dl and 487 mg/dl. The customer was treated with a bolus. The customer declined troubleshooting. The customer also reported that they had kidney injection and other things going on. The insulin pump will not be returned for analysis.